Event description:
It was reported that during a gastric bypass procedure, the firing handle broke while firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received with the firing trigger broken and with a tr45w cartridge loaded on the device. The returned reload was received partially fired 1/2 consistent with an incomplete or interrupted cycle. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axle support was found damaged. While no conclusion could be reached on what caused the firing mechanism to fail or the firing trigger to break, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.